Event description:
It was reported that during the use of a compact advanced autotransfusion system an error message appeared. The clinician manipulated the circuit such that the surgeon would not allow the washed blood to be returned to the pt due to her religious restrictions (jehovahs witness). The pt was not injured.